Event description:
It was reported that the rotator did not function properly initially. After using the device to eliminate a pummonary thrombus, the md found the defragmentation basket had become entrapped. He could not dislodge it. The md pulled back on the catheter with such force that he broke it leaving the basket inside the patient. The following day, the md attempted to retrieve the basket w/o success. The md has decided to leave the basket in the patient as the patient's condition has improved. No patient complications reported.